Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that a guide wire could not be inserted completely into the new right ventricular (rv) lead and the rv lead couldn't pace the heart. The rv was exchanged to complete the operation. There were no adverse patient consequences. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and a stylet insertion issue. A complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a stylet insertion issue was confirmed. Visual analysis noted the inner coil was over torqued at the connector region. X-ray confirmed the sample stylet was unable to be fully inserted due to the damage found at the connector region. The cause of the reported event was due to the over torqued inner coil at the connector region consistent with procedural damage.